Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. A computed tomography (CT) scan showed the pressure regulating balloon (prb) was empty. Upon explant, fluid loss was identified from the prb. A surgical procedure was performed during which the prb was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 539185020. Model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 526585014. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 539185020 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #:(B)(4) model number/catalog number: 72404127 serial number: n/a batch/lot number: 526585014 model/catalog description: control pump fgs iz unique identifier (UDI) #:(B)(4) the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of recurring incontinence and fluid loss were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. A computed tomography (CT) scan showed the pressure regulating balloon (prb) was empty. Upon explant, fluid loss was identified from the prb. A surgical procedure was performed during which the prb was explanted and replaced. There were no further patient complications reported.